Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters and skin tears under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised not to use ointment or bandages and let the skin breathe. Follow up indicated that the skin irritation improved.